Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the pump in poor condition: the right plunger case was cracked and the top case was chipped and cracked. A check clutch/plunger lever error was observed in the event history log. Functional testing of the device replicated the reported issue. The replacement of the clutch halves resolved the reported error. Based on the evidence, the problem was attributed to normal wear of the clutch halves from 8 years of use.